Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarms noted. All buttons function properly. However, corroded keypad traces noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose level was 90 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.